Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The deviating part and the logs were requested for technical investigation. Information was however later received stating that the pc board was now functioning without deviations. The cause of the reported issue was due to a cap in one of the pins. There is no information of how this could have happened. No device error was established, the complaint has been requested to be closed down due to no malfunction. H3 other text : 4114.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).